Manufacturer narrative:
This event is being recorded under (B)(4). Upon completed investigation a final/supplemental report will be submitted.

Event description:
It was reported that during a case the device was skipping. No information on patient impact was provided. Diligence is complete as no additional information was noted.